Manufacturer narrative:
(B)(4). Report indicates the patient fell sitting into a chair approx. 1 month post op, and never felt right since. Report indicates that radiographic images appear to show a posterior osteophyte, and the device not in correct parallel alignment within the disc space. Device provided to external laboratory for evaluation per protocol.

Manufacturer narrative:
(B)(4). Review of physician office reports indicates the patient was feeling quite well by 3 days after the cervical arthroplasty and fusion treatment surgery in (B)(6) 2014. A month after the surgery the patient fell over backwards while sitting into a chair that was incorrectly assembled. Since that time she has had progressive pain in her neck, arms, legs, and torso. Per the office report of (B)(6) 2015, imaging studies revealed the artificial disc at c5/6 with posterior spondylosis and possible spinal cord entrapment. There appears to be a lesion posterior to the c5/6 disk space in the level of the cord. The physician report of removal surgery indicates when removing the cervical arthroplasty, the upper plate had some movement, and the device appeared to be intact without any specific defect, visually. Upon slight distraction, spurs were seen on the posterior inferior border of c5 and posterior superior border of c6. These were removed and a graft with cervical plate applied for fusion. The x-ray image provided by the physician office shows good placement of the spacer with a cervical plate and screws. Per the physician office report of (B)(6) 2015, the patient did well postoperatively of the removal and fusion treatment, and had much improvement of her symptoms and strength. The report indicates CT scans of the cervical spine shows the hardware to be in good position. The report reveals the patient indicated back pain symptoms. Per the report, an MRI of the lumbar spine shows degenerative disk disease at l4/5, l5/s1. Per physician office report of (B)(6) 2015 the neck surgery site is healing nicely and the patient reports that her neck has improved; indicating only soreness and stiffness. However, the patient reports continued back pain. The report indicates the review of x-rays of the neck looks wonderful, and review of MRI showed mild foraminal narrowing at l4/5 and moderate foraminal narrowing at l5/s1. The physician plans continued treatment for sciatic neuropathy. The investigation determined the likely cause for revision surgery to remove the cervical arthroplasty is due to the patient falling out of a chair that may have caused the misalignment of the arthroplasty plates, and posterior spur formation to result in progressive neck pain. Draft results of the external laboratory evaluation, as well as review of the manufacturing records, do not indicate a device issue.

Event description:
Revision surgery to remove disc replacement device and replace with fusion.